Manufacturer narrative:
Currently awaiting for the sample. Once the investigation is complete a follow up submission will be filed.

Event description:
Set up on flow meter notified by nurse that it was leaking, found setup on the floor. Issue was discovered during patient use. No patient harm.